Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 32 mg/dl while wearing the pod between 24 and 36 hours. The patient reports upon waking up their blood glucose level was 65 mg/dl. As treatment, the patient consumed food. The patient had become unresponsive and an ambulance was called. Upon arrival of the emergency medical services (ems), the patients blood glucose level was 32 mg/dl. The patient was treated with a manual injection of dextrose. The patient did not go to the hospital.